Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: a review of the pump black box data showed the data from the event had been overwritten. Current data showed no evidence of power loss. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. The battery cap was unable to tighten securely to the pump; the battery cap contact measurements were found to be within specifications. The pump was exercised for 24 hours with no power interruptions, warnings or alarms. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The intermittent power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.